Event description:
It was reported that the bd plastipak¿ syringes had foreign matter present. The following was translated from french to english: trace of lubricant +++ more than usual when pulling on the piston there are filaments of "fat" in the syringe. This was repeated on 3 different syringes.

Manufacturer narrative:
H3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for correction. Initial MDR filed in error. After further review of the complaint details, this complaint is not MDR reportable as there is no risk for serious injury or death. There was no report of serious injury, medical intervention, or reportable device malfunction. This complaint is not reportable.

Event description:
Traces of lubricant trace of lubricant +++ more than usual when pulling on the piston there are filaments of "fat" in the syringe. This was repeated on 3 different syringes